Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No button error alarm noted and all buttons function properly. However, the device had moisture on keypad traces. The device also had cracked reservoir tube lip, minor scratches on the lcd window and cracked case at display window corners.

Event description:
Customer's mother reported via phone call that customer received a button error alarm after receiving a no delivery alarm. Customer's blood glucose was 283 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.